Manufacturer narrative:
(B)(4); the s-ICD is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal explant of this subcutaneous implantable cardioverter defibrillator (s-ICD), it was noted that the estimated longevity had changed from 5% in (B)(6) 2016 to 16% prior to explant. Boston scientific technical services (ts) was contacted and discussed that the longevity displayed in (B)(6) was estimated by the programmer based on the device's programmed parameter. This is generally a more conservative estimate. The longevity obtained prior to the procedure was based on the actual battery voltage of the s-ICD battery. The s-ICD was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis found that the device met all specifications. The clinical observation has been mitigated with a recent software update.

Event description:
At a later date, the s-ICD was returned.